Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The downstream occlusion (dso) sensor was noted to not be sensing properly. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a constant cassette error. The event occurred during testing. No patient involvement.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.